Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) the implantable neurostimulator (ins) wasn't holding a charge. The rep. Tried to interrogate the ins with the clinician programmer but it was unable to communicate with the ins due to a low battery and the implant being dead. Recharge statistics were reviewed with a charge date on (B)(6) and two charge sessions with a total charge time of 194 minutes with seven coupling bars. The battery charge level started at 3.830 volts and ended at 4.055 volts. On (B)(6) there were four charge sessions, with the second session there was no coupling or communication with the ins. There was a total charge time of 292 minutes with four to six coupling bars. The battery charge level started at 3.495 volts and ended at 3.870 volts. It was reviewed with the rep. There appeared to be a time from october to january that was missing for charging, and more information was going to be needed to determine if there was an issue with the implant. The rep. Later reported the clinician programmer/recharger information was different than what the patient reported. The patient was only charging approximately every three months, and didn't want to mess with recharging the implant so the physician was going to look into replacing the device with a non-rechargeable. No patient symptoms were reported.